Event description:
It was reported that the patients spinal cord stimulation (scs) lead permanent implant was aborted. It was noted that patient was sedated.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7106607. UDI: (B)(4).